Event description:
It was reported that the battery of this device had depleted 29% in one month. A review of the device data by engineering confirmed that the device exhibited premature battery depletion. Engineering confirmed that the power consumption had been increasing and the device should be explanted and returned for analysis. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a bulge/crack on the exterior of the device case. Additionally, a small arc mark, consistent with electrocautery damage induced during the explant procedure, was noted on the exterior of the device case. The device was successfully interrogated and review of device memory found the battery capacity had significantly decreased between the end of (B)(6) 2021 and the beginning of (B)(6) 2021. The device case was opened to facilitate inspection, and possible testing, of the internal components. Body fluid ingression was noted within the interior of the device. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device . The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the battery of this device had depleted 29% in one month. A review of the device data by engineering confirmed that the device exhibited premature battery depletion. Engineering confirmed that the power consumption had been increasing and the device should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a bulge/crack on the exterior of the device case. Additionally, a small mark made by either electrocautery or arced energy from another source (e.g., a compromised defibrillation lead) was noted on the exterior of the device case. The device was successfully interrogated and review of device memory found the battery capacity had significantly decreased between the end of january 2021 and the beginning of february 2021. Next, the device was subjected to routine diagnostic testing which was not passed. A magnet reset was attempted and this was not successful. The device case was opened to facilitate inspection, and possible testing, of the internal components. Body fluid ingression was noted within the interior of the device. Analysis concluded this hermetically sealed device case became compromised, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device case. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption and created a short circuit in the high voltage circuitry that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the battery of this device had depleted 29% in one month. A review of the device data by engineering confirmed that the device exhibited premature battery depletion. Engineering confirmed that the power consumption had been increasing and the device should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this device had depleted 29% in one month. A review of the device data by engineering confirmed that the device exhibited premature battery depletion. Engineering confirmed that the power consumption had been increasing and the device should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide additional information and capture the evaluation conclusion code.

Event description:
It was reported that the battery of this device had depleted 29% in one month. A review of the device data by engineering confirmed that the device exhibited premature battery depletion. Engineering confirmed that the power consumption had been increasing and the device should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.